Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged during a coronary artery bypass graft (CABG) procedure. The physician elected to upgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.